Event description:
Facility stated that the end users (B)(4) scooter stops functioning when he runs errands, needs to call someone to assist in returning home. User continues to utilize this unit as he has no other means of transportation.